Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gears were frozen. Therefore, the reported condition was not confirmed. The assignable root cause was determined to be due to worn out gears due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was observed that the compact speed reducer device was not working. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial report stated that the reported condition was not confirmed in the device evaluation. However, upon further review, it was determined that based on the device evaluation, the reported condition was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.